Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, three photos were provided for the review. The photo shows the clinician holding plastic pouch in which two drainage catheters with completely inserted cannula and partially inserted trocar needle were noted. One cannula and trocar needle were noted separately inside the plastic pouch. The catheter tip portion was not visible. Therefore, the investigation is inconclusive for reported failure to advance and non-standard device for all the three devices as provided photos were not sufficient to confirm the issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, component). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a percutaneous transhepatic cholangial drainage (ptcd) procedure under ultrasound guidance, the package and product were inspected prior to use and found intact. However, before the procedure began, it was discovered that the tip of the drainage tube could not pass over the guidewire. Further inspection revealed that the head port of the drainage tube was too small and internally misaligned. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a percutaneous transhepatic cholangial drainage (ptcd) procedure under ultrasound guidance, the package and product were inspected prior to use and found intact. However, before the procedure began, it was discovered that the tip of the drainage tube could not pass over the guidewire. Further inspection revealed that the head port of the drainage tube was too small and internally misaligned. The procedure was completed using another device. There was no patient contact.